Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, an endoleak of indeterminate origin was reported. No further information is available a this time. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
Additional information: the reported endoleak of indeterminate origin was identified as a type 2 endoleak (non- device failure).

Manufacturer narrative:
The reported endoleak of indeterminate origin was identified as a type 2 endoleak (non- device failure). The complaint is anatomy related and not device related. As this is only a type 2 endoleak anatomy and not a device related failure, a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Corrections; please remove all previously reported information as this event is no longer reportable.